Manufacturer narrative:
UDI#: (B)(4). This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) ruptured in the procedure. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
A 6f/7f mynxgrip vascular closure device balloon ruptured inside the patient. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the procedural sheath was on the device, the shuttle cartridge was disengaged from the black handle, covering the balloon proximal tip, the syringe was not connected to the device with the stopcock closed, and the sealant and advancer tube were found to have remained in the outer cartridge tubing as received. Per functional analysis, the balloon of the returned device was inflated, and pressure was maintained with proper functioning of the inflation indicator. The inflated balloon diameter was verified and noted to be within specification. Per microscopic analysis, there was no saline in the balloon of the returned device as received. The condition of the returned device indicates that the balloon may have not been purged of air during the preparation phase, which may have contributed to the reported event. A product history record (phr) review of lot f1805102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incorrect preparation of the device, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.